Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, stored episodes containing noise on this right ventricular (rv) lead were observed. The oversensed noise led to pacing inhibition and greater than two seconds of asystole for this pacemaker dependent patient. Despite the loss in pacing the patient remained asymptomatic during the episodes. The noise was recreated during isometric testing and the device was reprogrammed to avoid further detection. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed and this rv lead was surgically abandoned and replaced. Additionally, the ICD was replaced with a pacemaker due to a change in the patient's therapy needs. No additional adverse patient effects were reported.